Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. Broken ends and cut ends were observed. No abnormalities or defects are detected at these points. Conclusion: representative samples were returned for evaluation. The samples were visually and functionally inspected and all results met the specified quality requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that an animal underwent an emergency c-section on (B)(6) 2016 and suture was used. Five days post-surgery, the suture snapped along the incision line. The dog was brought in for corrective surgery. Additional information has been requested.